Manufacturer narrative:
The subject devices is not available.

Event description:
It was published in the journal of neurological surgery a postmortem study of a giant aneurysm case of the verterobasilar junction (vbj) where stent-assisted coiling embolization with gdc followed by onyx aneurysm filling was the treatment of choice. A gross and inner aneurysm examination 24 months post mortem showed there was no complete obliteration of the aneurysm lumen and no endothelialization had taken place. The exact date of the index procedure and the patient cause of death was not recorded in the article. Not further information is available.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, patient complications and patient outcome of death are known risk associated with endovascular procedure and are noted as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was published in the journal of neurological surgery a postmortem study of a giant aneurysm case of the vertebrobasilar junction (vbj) where stent-assisted coiling embolization with gdc followed by onyx anuerysm filling was the treatment of choice. A gross and inner aneurysm examination 24 months post mortem showed there was no complete obliteration of the aneurysm lumen and no endothelialization had taken place. The exact date of the index procedure and the patient cause of death was not recorded in the article. Not further information is available.